Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. Subsequent monitoring showed improved agreement between sg and bg values following the re-link. The user was advised to continue using the system and to reach out with any further concerns. Per dms review, the user is currently using the system, the information is up to date, and recent calibration entries demonstrate improved agreement between sg and bg values.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.